Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd syringe 0.3ml 30ga 8mm experienced scale marking issues. The following information was provided by the initial reporter:if I place a ruler against the syringe, it seems that the graduations are not always at the same level on the ruler (about 0.25 ui). I use low doses of insulin (less than 5 iu) and the slightest variation is very disturbing.